Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead could not sense, stimulate and the impedance was high. The ipl was tested with other clips and remained the same. The ipl was removed and replaced with a different lead and no problems occurred. No patient complications have been reported as a result of this event.